Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 560 mg/dl and a bolus was delivered to address the bg level. The cause of the high bg was not known. The cartridge and infusion set were changed and insulin delivery was resumed. Upon follow-up with the customer, the bg level was trending downward (440 mg/dl) and the pump was still showing insulin on board (active insulin).